Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant product(s): ¿ zimmer unknown m/l stem p/n unknown l/n unknown; zimmer unknown head p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown. Report source - (B)(6). Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-04685, 0001822565-2017-04686, 0001822565-2017-04800, 0001822565-2017-04801, 0001822565-2017-04920. Salo, p. P., honkanen, p.b., ivanova, I., reito, a., pajamaki, j., eskelinen, a., 2017, high prevalence of noise following delta ceramic-on-ceramic total hip arthroplasty, the british editorial society of bone and joint surgery, volume 99-b, no. 1, 7 pages. Http://journal-dl.com/item/591087fe3fbb6e13743ca8b8.

Event description:
It was reported in a journal article that patient scored poor on the ohs questionnaire that assessed the symptoms and physical function at the time of final follow up. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.